Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal anomalies. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted femoral component confirmed the reported fracture. No material defects were observed on the fracture surface. The investigation could not draw any conclusions about the root cause of the fracture. It was reported that the patient was highly active. The location and manner of this femoral component stem fractured suggested that it was possible for the stem to be loaded repeatedly while the patient was in activity, which could initiate the fatigue and eventually lead to the fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Pt revised for fractured femoral component trunnion.